Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This case, with patient identifier (B)(6) (test strip lot 498993), is related to case with patient identifier (B)(6) (test strip lot 498838).

Event description:
It was reported the patient received the following results within 15 minutes: test strips used for the measurements lot 498838: 2:26 am 554 mg/dl, 2:27 am 416 mg/dl, 2:27 am 263 mg/dl, 2:28 am 163 mg/dl, 2:28 am 80 mg/dl. The patient changed the test strips and started to use a new vial lot 498993: 2:30 am 138 mg/dl, 2:30 am 81 mg/dl, 2:30 am 92 mg/dl, 2:31 am 80 mg/dl, 2:31 am 69 mg/dl.